Event description:
It was reported to vyaire medical that the 3100a ventilator was running on a patient when unit stopped oscillating twice. The unit was swapped with another 3100a. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Vyaire field service went onsite. Checked and run the unit, all is working fine. Unit has 111.5 hours. Performed circuit and performance test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.